Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reported an incomplete prime of the patient line of the homechoice set. Technician assisted the hp in repriming and therapy was completed without incident. No patient injury or medical intervention reported per hp.